Event description:
It was reported that a pt underwent a radical prostatectomy procedure in 2009. It was confirmed the pt's fluid was aspirated in operation room by the device, however, the pt's fluid was not aspirated into the reservoir at the ICU. In the ICU, the surgeon did "flat up action two or three times" on the reservoir to aspirate the pt's fluid. The surgeon exchanged the reservoir for another reservoir which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent to the FDA: 07/17/2009. Failure to drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.